Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cs6s tissue pad was broken in the original package. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.